Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: ¿call service (cs) (B)(4)¿ alarms were observed in the black box. During the investigation, a ¿(B)(4)¿ alarm was reproduced during the rewind step. The ¿(B)(4)¿ failure is defined as language file corruption while retrieving language text. The ¿(B)(4)¿ failure is written as ¿(B)(4)¿ failure in the black box. The error is resident to flash chip (B)(4). Failure is under investigation under CAPA# (B)(4). Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad down to the seal.